Event description:
It was reported that a motor stall was confirmed in the event logs with no motor stall recovery recorded. It was noted that multiple motor stalls and motor stall recovery messages were noted in the pump logs starting on (B)(6) 2014. It was further noted that there were two motor stalls on (B)(6) 2014 with a recover occurring at 16:00 and the final stall at 23:08 with no recovery. The reporter stated there was a ¿stop pump period may exceed tube set¿ message in the logs on (B)(6) 2014 at 23:08. It was noted the patient did not hear the pump alarm and the current reservoir volume was 31.3 ml. It was further noted the patient was experiencing an increase in pain level. The reporter stated the patient had been in severe pain for several days now. The reporter further stated they planned to replace the pump tomorrow. It was noted the elective replacement indicator of the pump read less than one month. The pump contained dilaudid (hydromorphone). Additional information received reported the patient was having increased pain. It was noted the patient was given a new pump and their symptoms returned to normal. The reporter stated the patient¿s healthcare professional (hcp) was aware that the pump was showing eri and they were trying to get as much life out of it as possible.

Manufacturer narrative:
Concomitant products: product ID 8709, lot # j10925r18, implanted: (B)(6) 2001, product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the pump (B)(4) revealed a pump motor gear train anomaly involving a stall due to shaft-bearing as well as a pump motor gear train anomaly involving corrosion and/or wear and/or lubrication.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.